Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. The incident device was not returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient died two days after a liver ablation procedure. The md considered the ablation successful. The ablation was performed for 3 min at 100w. The patient became uncomfortable at the beginning and was relieved with pain medication. The patient was stable. On (B)(6) 2015 the patient complained of abdominal pain and pain meds were provided and an urgent CT image was taken which showed the ablation zone to be 5-10cm. On (B)(6) 2015 the patient died. The md does not suspect the event is related to the device. The cause of the patient's death is unknown.